Event description:
Surgeon initiated use of the micro-scissors in the lumbar spine area and saw a piece of the instrument fall off. Approximately 1 cm flake of the material was retrieved. X-ray taken to confirm no other small debris was in wound bed.====================== manufacturer response for micro scissors - sharp, medtronic metrix======================